Manufacturer narrative:
On june 24, 2021, during the initial functional testing, the autopulse platform (serial # (B)(4) ) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) and ua02 (compression tracking error) error messages. The root cause of the ua07 error was due to a defective load cell module 2. The damaged covers and defective load cell were likely attributed to mishandling such as a drop. The customer reported that the auopulse platform front enclosure was cracked was confirmed during visual inspection. The probable root cause of the damaged front enclosure was likely attributed to mishandling such as a drop. The front enclosure was replaced to address the physical damage reported by the customer. In addition, a cracked top cover and bent battery clip were also observed, unrelated to the reported complaint. The probable root cause for the observed physical damages could be due to user mishandling. The top cover and bent battery clip were replaced to address the damaged issues. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4) .

Event description:
On june 24, 2021, during the initial functional testing, the autopulse platform (serial # (B)(4) ) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) and ua02 (compression tracking error) error messages. In addition, the customer reported that the auopulse platform front enclosure was cracked. No patient involvement.